Manufacturer narrative:
PMA/510(k) #: k163018. Annex g: g07001 - part/component/sub-assembly term not applicable. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted due to the investigation being completed on 01-mar-2021. (B)(6) 2019 ¿drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum.¿ the procedure was performed with patients intubated and sedated and in the supine position. The liver segment ii or iii was punctured with a 19 g access needle ((echotip® ultra 19-a, cook medical, USA) or a standard 19 g needle (echotip® ultra 19, cook medical) with a therapeutic echoendoscope (eg38utk [pentax, (B)(6) , japan]). In case of hepaticojejunostomy, the site of puncture was 5 cm below the esophagojejunal anastomosis. After opacification, a guide wire (jagwire 0.35 inch, boston scientific®) was introduced into theleft bile duct. A fistula was then created with a 6-fr cystotome (endo-flex company, (B)(6) , germany). By pushing the cystotome against the hilum stenosis, the guide wire could be inserted into the right liver, usually in the posterior portion. To cross the stenosis, the cystotome was initially used without current. If this was unsuccessful, an endocut® was used; however, in most cases, endocut® was not efficient and a direct current had to be used. Direct current was also used to avoid damaging the guide wire with coagulation. The hilum stenosis between the left and right liver was then enlarged with a 4 mm dilation balloon (hurricane balloon dilation catheter 4 mm × 4 cm, boston scientific). Then, a 6 cm long stent was inserted between the right and left liver, creating a bridge between the two (zilver self-expanding stent, cook medical® or wallflex biliary stent from boston scientific®). (B)(6) 2019: this complaint captures the off-label use of zilver self expanding stent.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Caillol 2019 ¿drainage of the right liver under eus guidance: a bridge technique allowing drainage of the right liver through the left liver into the stomach or jejunum¿. The procedure was performed with patients intubated and sedated and in the supine position. The liver segment ii or iii was punctured with a 19 g access needle ((echotip® ultra 19-a, cook medical, USA) or a standard 19 g needle (echotip® ultra 19, cook medical) with a therapeutic echoendoscope (eg38utk [pentax, tokyo, japan]). In case of hepaticojejunostomy, the site of puncture was 5 cm below the esophagojejunal anastomosis. After opacification, a guide wire (jagwire 0.35 inch, boston scientific®) was introduced into theleft bile duct. A fistula was then created with a 6-fr cystotome (endo-flex company, voerde, germany). By pushing the cystotome against the hilum stenosis, the guide wire could be inserted into the right liver, usually in the posterior portion. To cross the stenosis, the cystotome was initially used without current. If this was unsuccessful, an endocut® was used; however, in most cases, endocut® was not efficient and a direct current had to be used. Direct current was also used to avoid damaging the guide wire with coagulation. The hilum stenosis between the left and right liver was then enlarged with a 4 mm dilation balloon (hurricane balloon dilation catheter 4 mm × 4 cm, boston scientific). Then, a 6 cm long stent was inserted between the right and left liver, creating a bridge between the two (zilver self-expanding stent, cook medical® or wallflex biliary stent from boston scientific®). Caillol 2019: this complaint captures the off-label use of zilver self expanding stent.